Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer alleges that the insulin pump was under delivering because the customer blood glucose was not going down. Customer stated the infusion set cannula was bent. Customer stated that high blood glucose was treated with syringes and insulin. Customer stated auto mode feature was active. No harm requiring medical intervention was reported. The device will be returned for analysis.